Event description:
It was reported that the insulin pump had an absence of no delivery alarm and that the customer experienced high blood glucose levels. The customer's blood glucose was between 400 and 500 mg/dl. The caller stated that the insulin pump did not inform him when it was empty. During troubleshooting for the absence of no delivery alarm, the customer's blood glucose was 172 mg/dl. The customer was advised to check the status screen and confirmed that there was more than 20.0 units of insulin remaining. During the high pressure test, the insulin pump alarmed at 3.6 units. The customer was assisted with resetting the fixed prime to the correct amount and was advised to monitor the insulin pump. The customer declined to report the high blood glucose events he previously experienced. The customer stated he was positive of the issue and requested replacement of the insulin pump. The customer's most recent blood glucose was 106 mg/dl.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.